Manufacturer narrative:
Na

Event description:
It was reported that a radiation treatment fraction was misdirected. The initial assessment of this field placement error is estimated to be approximately 6.6cm superiorly with respect to the treatment isocenter. The positioning error resulted from an automated shift of the treatment couch on the linear accelerator by a magnitude of 3.3cm, in a direction opposite to that intended, resulting in a total error of 6.6cm which is a categorised a geographic miss in this case. Historical treatment data would indicate that two similar incidents, under similar circumstances, are also likely to have occurred; however, no further info was available. It is unk at this time if the product malfunctioned. No further info was reported.